Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the er320 clip would not feed into the jaw. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.